Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated right wheel was not touching the ground. Dealer advised there is a slight bend front of the frame near legrest on the right side. Dealer advised there is a mark on the right side where enduser could have hit something.